Manufacturer narrative:
H11: the device was evaluated onsite by a qualified baxter technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing and the problem was unable to be duplicated. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported a patient fell during a transfer with a likorall overhead lift and the patient sustained a head injury. During a transfer from the bed to chair the staff heard ¿an unusual noise followed by the rapid descent of the lift strap by approximately six to eight inches.¿ the patient then fell backwards approximately four feet from the lift sling with one leg still trapped in the sling. Allegedly the force of the sudden drop caused the patient to fall through the center opening of the sling, striking their head on the floor. Additionally, the event occurred at ¿0130 and the staff did not turn the light on, so they did not disturb the patient¿. The customer reported that the patient sustained subarachnoid hematoma and was transferred to a trauma center for treatment where the patient was intubated and assessed for potential surgical intervention. The customer reported that given the nature of the subarachnoid hematoma and the patient¿s advanced age, it is likely the patient will be transitioned to comfort measures for end-of-life-care. At this time no additional details regarding the patient outcome have been received. No further information was available at the time of this report.